Event description:
It was reported that the device alert sounded due to elective replacement indicator, and a replacement procedure was scheduled. Prior to the procedure, the patient presented to the hospital via ambulance, due to bradycardia with an underlying rhythm of 26 bpm. The patient was dizzy and nearly collapsed. At this time, communication with the device was not possible, and device replacement was postponed because of an infection. The patient was then treated with medication. Five days later, the patient was treated with an external pacemaker, and two days later, the device was explanted and replaced. At the time of this complaint, the patient remained hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.